Manufacturer narrative:
Results of investigation: the suspect device has been returned for evaluation. Vyaire received ltv2 unit p/n 22690-001-99 (B)(6). A visual inspection was performed and found scuffing on rear weldment, fan filter in need of replacement. Also found left side of chassis slightly bent at turbine inlet filter location. No other damages, signs of misuse or contamination were noted. Ltv unit was then connected to ac power source and powered on. Accepted end users¿ last known settings and allowed unit to cycle for approximately 40 minutes. Customer settings had fio2 set to 100%. A calibrated o2 analyzer was connected to unit and blending accuracy was measured. Found unit to be delivering below specification at 81-82%. System power was cycled and powered into service mode. The reported fio2 complaint was able to be duplicated and isolated to faulty flow valve causing o2 delivery inaccuracies. Flow valve calibration was also unable to be performed. Flow valve was replaced with a known good assembly and was able to verify blending accuracy using service manual testing and specifications.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop 2200 ventilator in which the fio2 (fraction of inspired oxygen) via external analyzer was much lower than the fio2 that was set on the vent. Furthermore, there was no patient involvement associated with the event.